Event description:
I started using fixodent approx (B) (6) 1989 when I first got dentures. They have never fit correctly and I have been using 2 tubes of fixodent per week since (B) (6) 1989 to current (B) (6) 2010. Around (B) (6) 2008, I started experiencing numbness and tingling in my extremities. I have experienced blurred vision, loss of coordination, muscle weakness, unexplainable pain and loss of balance. On (B) (6) 2010, I got back my blood test results showing I have elevated zinc levels. My condition is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: 2 tubes per week, route: oral. Dates of use: (B) (6) 1989 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream.